Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray switch and cross arm brake assembly. System operates as intended.

Event description:
Customer reported the system would not fluoro and a problem with the cross arm brake. No patient injury was reported.